Event description:
According to the customer, the nebulizer became "hot" and "stopped working".

Manufacturer narrative:
According to the customer, the nebulizer became "hot" and "stopped working". The customer reported she "let the nebulizer rest for a day" and then the nebulizer "started working again". The customer reported she missed her medication dosages for "a day" due to the nebulizer "resting". The customer reported there was no injury related to the reported issue. The customer reported there was no serious injury, medical intervention, or follow-up care required related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.